Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during drain six. The home patient (hp) was connected at the time of the alarm. A technical service representative (tsr) instructed the hp to cycle the power to clear the alarm. Troubleshooting revealed that the hp¿s cat chewed a hole in the supply line. The tsr explained the alarm and reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, animal damage was reported and is known to be able to cause the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.